Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed infection, bacteremia and had lead vegetation. The patient presented for procedure on (B)(6) 2018. The implantable cardioverter defibrillator was explanted and replaced and the leads were capped and replaced on (B)(6) 2018. The patient was stable post procedure.